Event description:
According to the info received from the hospital, during a surgery, the back plate moved down without any one pressing the function on the hand control of the device. There was no injury or adverse effects to the pt. (B)(4).

Manufacturer narrative:
A maquet service technician examined the affected operating table column together with the hospital's biomedical engineer. No abnormalities were found with the table top or column. The technician inspected the hand control unit which plugs into the table and fond it had been repaired incorrectly prior to his arrival. The serial numbers on the components did not match and loose screws and nuts were found within the unit. These loose parts appear to be from the strain relief clamp, intended to prevent the cord from being pulled away from its electrical contacts. Because there was no evidence of operator error and all the devices were operating to specification when tested, the MFR suspects the reported movement is likely the result of the loose hardware bridging circuits in the hand controller. The MFR considers this an isolated event as no similar incidents have previously been reported to maquet. Even with loose metallic parts inside the hand control; the likelihood of recurrence is low as two corresponding contact points must be bridged simultaneously to activate the circuit to make the table top move as reported. As a precaution the hand control was removed and replaced. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.